Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit in its received condition permitted power up, navigation, and pump run, however had limited keypad operation due to the intermittent operation of the row 3 keys (#0, #1, #2, and #3). This condition has been attributed to a failed keypad. The remaining keys were tested and were found to function as designed. The keypad was replaced. Baxter has initiated a CAPA to investigate this issue.

Event description:
It was reported that a spectrum infusion pump had an inoperable keypad. The customer reported the row containing keys #0, #1, #2, and #3 was inoperable. During baxter's evaluation of the pump, it was found to have intermittent operation of the row 3 keys (#0, #1, #2, and #3). It was also reported that there was no patient injury.